Event description:
The daughter of a patient contacted lifecor customer support to report that neither battery will stay locked into the system. She stated that both battery packs would fall out of the monitor. Support had the daughter download the system and the download revealed a clock failure. Support sent the patient a replacement monitor and two replacement batteries.

Manufacturer narrative:
Monitor; battery pack - 09/2006; battery pack - 03/2006. Device eval summary: device evaluations of monitor and the two battery packs have been completed. The reported problem was confirmed. The cause of the battery packs falling out of the monitor was due to a damaged connector tab on both of the battery packs. The battery pack was repaired. Then it was retested and restocked. The root cause of the broken locking tab cannot be positively identified but was likely due to a forcible removal of the battery from the monitor without pressing the tab. Monitor was tested and was found to be fully functional. It was restocked. No adverse event resulted form the damaged battery packs. The patient received two replacement battery packs and a replacement monitor.